Manufacturer narrative:
A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The procedure sheath not returned and the sealant was observed at the distal end of the sealant sleeve. Visual inspection at high magnification found that the sealant outer sleeve was frayed and kink. The condition may contribute to the deployment difficulty. However, it is unknown if the damage to the sleeve occurred during the procedure or during subsequent handling or transit. Functional testing was not performed on the received device due to the damaged sealant sleeve. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of 5f mynx control vascular closure device (vcd) was exposed out of device prior to insertion. There was no reported patient injury. The device was not used in the patient. The device was stored per labelling and opened in sterile field. The mynx vcd was intended to be used in a diagnostic coronary procedure. The deployer was mynx certified. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). The device was removed from the package according to instruction. Another mynx device was used to achieve hemostasis. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The procedural sheath not returned, and the sealant was observed at the distal end of the sealant sleeve. Per microscopic analysis, visual inspection at high magnification found that the sealant outer sleeve was frayed and kinked. The condition may have contributed to the deployment difficulty. However, it is unknown if the damage to the sleeve occurred during the procedure or during subsequent handling or transit. Functional testing was not performed on the received device due to the damaged sealant sleeve. A product history record (phr) review of lot f2019101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ was confirmed. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending, and will be submitted within 30 days upon receipt. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of 5f mynx control vascular closure device (vcd) was exposed out of device prior to insertion. There was no reported patient injury. The device was not used in the patient. The device was stored per labelling and opened in sterile field. The mynx vcd was intended to be used in a diagnostic coronary procedure. The deployer was mynx certified. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). The device was removed from the package according to instruction. Another mynx device was used to achieve hemostasis. The patient was not hospitalized, nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The device will be returned for analysis.